Event description:
Procedure type: stress urinary incontinence. According to the reporter: pt's attorney alleged a deficiency against the device. Product was used for the therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.